Event description:
Litigation alleges that patient experienced right hip pain and tenderness on the inside, difficulty walking, and restricted range of motion. Patient sometimes felt like the implant was loosening, occasionally causing him to fall. Additionally, it is alleged that patient had elevated metal ion levels. Exploration during revision surgery revealed synovitis, heterotopic ossification, which was excised, and a loose right acetabular component secondary to osteolysis and third body wear. Patients preliminary disclosure form was received on (B)(6) 2012, which provided part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.